Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, the device was defective. Additional information indicated that the stent of the 28x3.0mm liberte bare metal stent delivery system (sds) was damaged. There were no patient complications reported and the patient's current condition is listed as "fine".

Manufacturer narrative:
(B)(4).